Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (infection, sepsis, renal dysfunction, patient expiration, and patient condition) cannot be conclusively determined through this investigation. The patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6), on (B)(6) 2021 and was noted to have a centrimag (right ventricular assist device) in place prior to implant. Following implant, the patient experienced leukocytosis, bandemia, severe hyperthermia, cardiogenic shock, lactic acidosis, acute kidney injury (ischemic hepatitis), and sepsis/septic shock. The patient underwent blood cultures and a chest x-ray; however, the source of the infection was never identified. The patient received significant doses of vasopressors, as well as procalcitonin, daptomycin, zosyn, imipenem, zyvox, daptomycin, caspofungin, levaquin, and nasal spray. The patient ultimately expired on (B)(6) 2021. Heartmate 3 left ventricular assist system, serial number (B)(6), was operating as intended and the patient¿s expiration was not considered to be device-related. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned as no autopsy was performed and the device was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 13dec2020. The heartmate 3 lvas instructions for use (IFU) contains the following information: section 1 lists infection, renal dysfunction, death, and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021, the patient received their heartmate 3 on (B)(6) 2021. The patient was also noted to have an rvad in place, using the centrimag. The patient was noted to have leukocytosis, bandemia, severe hyperthermia/shock state/ lactic acidosis/ acute kidney injury: sepsis/ septic shock. The patient's temperature was 42 c, and had ruled out malignant hyperthermia, which was stated to be unlikely due to ck only at 800. The patient's shock state worsened which required significant vasopressors, the patient went cardiogenic with a probably superimposed septic component. The patient also developed ischemic hepatitis which was likely shock liver. The patient had their implant of lvad/rvad on (B)(6) 2021 which post status the right upper lobe subsegmental atelectasis. A blood culture was done twice. Procalcitonin 2.9 on (B)(6) 2021. Post status 7 days of daptomycin was discontinued on (B)(6) 2021. It was noted that in light of significant severe deterioration repeated pan cultures were done as well as a broadened antibiotic coverage was performed. Dc empiric zosyn day 4 and start empiric imipenem. Dc zyvox day 3. The patient was started on empiric daptomycin, as well as empiric caspofungin day 1, the site avoided diflucan as the patient was also on amiodarone. Status post 1 dose of levaquin on (B)(6) 2021, the patient also had a nasal saline spray on day 3. There was also a chest x-ray follow up to rule out developing pneumonia. The patient eventually passed away on (B)(6) 2021. The patient had developed marked hyperthermia with hemodynamic collapse requiring maximal pressor therapy. Lvad and rvad flows were maintained. The patient's clinical picture was consistent with septic shock on top of his severe biventricular failure requiring bivad support. Malignant hyperthermia is less likely diagnosis. No additional information was provided.